Event description:
It was originally reported that the pt experienced a tingling sensation down her leg and into her toe. The healthcare provider confirmed that the pt experienced a lack of effect. The pt's lead was revised. It was noted that a CT scan showed the pt had mild osteoarthritis. No surgical complications were reported.